Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, whitish foreign material resembling a dry solution was found inside the air/water tube and inside the air/water cylinder. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and there was a whitish foreign material resembling a dry solution found inside the air/water tube and air/water cylinder due to insufficient cleaning, additional findings were as follows: scope body had a crack; due to damage on up/down knob, water tightness was lost; due to damage on switch 1, water tightness was lost; switch box had a dent; air/water cylinder had no color; suction cylinder had no color; due to damage on charged coupled device unit, brightness was uneven when halation occurred; due to wear of angle wire, the play of up/down knob is out of standard value; light guide lens had a crack; connecting tube had a scratch; and universal cord had a wrinkle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to reprocessing not being conducted properly due to leakage from switch 1 and up/down angulation control knob. Olympus will continue to monitor field performance for this device.